Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's therapy was off for the deep brain stimulation implantable pulse generator (ipg). The patient was unsure how the therapy had been turned off. The patient sought assistance to increase the voltage on the stimulator and had previously visited a doctor who adjusted the therapy. The doctor informed the patient that they could increase the stimulation themselves. Assistance was provided to the patient to connect the handset and communicator to the implant, and the therapy was turned back on. The patient plans to maintain the stimulation level and continue tracking symptoms. The patient is scheduled to visit the doctor on wednesday. No patient complications have been reported as a result of this event.